Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total mesenteric right colon resection, when they severed the intestinal canal, the stapler was able to fire. The device initially fires, but then failed to complete the firing cycle. The staple line was incomplete distally. They used a manual suture to resolve the issue.